Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this newly implanted right ventricular (rv) lead exhibited loss of capture and pacing not delivered when required. It was noted that during implant, the procedure was completed as usual, and there were no issues with lead measurements. Testing was performed on the lead which did not reproduce any issues. Additional information was received which noted that this lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this newly implanted right ventricular (rv) lead exhibited loss of capture and pacing not delivered when required. It was noted that during implant, the procedure was completed as usual, and there were no issues with lead measurements. Testing was performed on the lead which did not reproduce any issues. Additional information was received which noted that this lead was explanted and replaced. No additional adverse patient effects were reported.